Event description:
A paramedic used the device, in manual mode, to deliver 200 joules to the pt. Reportedly, when the paramedic initiated a 300 joule charge, power to the device shut off without a low battery indication.